Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient got pushed off a porch in (B)(6) 2018 and they hurt the ins. The caller said before the accident, the ins was working great. Now, the patient is back to being bedridden and in pain. The caller says that stimulation was felt in the butt and down the legs when it should be in his back. The caller said the wires have not moved. A rep said they would make a call to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the patient has a new managing healthcare professional (hcp) who is reaching out to the implanting hcp to compare original x-rays to confirm lead placement. The hcp indicated that this would take a couple weeks to receive and once received they would bring the patient in for a provider and rep appointment. The issue has not been resolved because the patient has not been into the clinic and an appointment has not yet been scheduled. The patient¿s weight at the time of the event was unknown and not available. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that the patient was getting an MRI due to the suspected ins malfunction. MRI guidelines were provided. No further complications were reported.